Event description:
It was reported that the the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was capped. It was noted that the lead was capped due to high extraction risk as determined by the treating cardiac surgery/electrophysiology team. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 7800rr26 heart ring, implanted: (B)(6) 2024. 690r32 heart ring, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.